Manufacturer narrative:
Philips service scheduled routine pm/service and identified parts for replacement. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that corrosion on the foot switch and a missing button on the image module were detected during maintenance on a allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.